Event description:
According to the reporter, during a robotic laparoscopic sleeve gastrectomy procedure, during the first staple fire on the stomach to create the gastric sleeve, a 60-mm black reinforced reload was used and partially fired. There was a crack heard by the staff; the surgeon then scrubbed in and opened the stapler and had to cut the reinforced material away from the tissue so the surgeon can retract the device. It was noted that the adapter broke. To resolve the issue, a competitor's stapler was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product/s: sigphandle sig power sigphandle handle serial #:unknown unknown egiatrsrr unknown reinforced reload lot #:unknown sigpshell sig power sigpshell control shell lot #:unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product/s: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, lot #:unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic sleeve gastrectomy procedure, during the first staple fire on the stomach to create the gastric sleeve, a 60-mm black reinforced reload was used and partially fired. There was a crack heard by the staff; the surgeon then scrubbed in and opened the stapler and had to cut the reinforced material away from the tissue so the surgeon can retract the device. It was noted that the distal end of the adapter was broken. To resolve the issue, a competitor's stapler was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the was a broken reload adapter stuck in the distal end of the adapter and the unload switch was at the home position. Functionally, the adapter was opened up to remove the broken reload adapter. The rotating ring was noted to be out of position. The adapter was put back together. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 42 of 50 procedures remaining. The adapter was connected to a representative rpa handle running v29.5 software and calibrated with a green adapter swimlane. A representative reload was attached to the adapter, and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device broke, initially fires, but failed to complete the firing cycle, and gave unexpected audible feedback of normal use. The reported issues were confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position. This prevented the loading of a reload. The product analysis noted evidence that the device was not used as intended. This issue may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.